Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not correspond to the display cursor. It was indicated that the connection between the overlay and xy board required cleaning and reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not correspond to the display cursor. The stylus was replaced but the issue was not resolved. The programmer was returned for service. There was no patient involvement.